Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that there is pre-loosening of the tibial implant.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, the root cause of this failure is not product related. Rational: it could be possible that there were problems with the cement technique. Potential sources of the faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling with the cement. No CAPA is necessary.